Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn since the evaluation of this device is ongoing. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history record revealed no complaint related anomalies. The raw material met all dimensional and visual criteria at the time of release with no issues documented. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the breakage of the locking compression plate (lcp) occurred at the forth proximal combination plate hole close to the area of the bone fracture. The lcp is made of stainless steel. The examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the lcp is in compliance with the international standards iso (B)(4) for implants made of stainless steel. The dimensions of the investigated lcp (as far as measurable) were checked using a digital sliding caliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. The width of the lcp is 18.07 mm and the thickness is 6.45 mm. Many scratches were observed on the upper part of the plate. Macroscopic lines of rest are documented and are a sign for a fatigue failure. Corrosion marks were documented at the fifth distal plate hole. Fretting corrosion results from micro movements between the screw head and the plate. The micro movements cause damage to the passivation layer of the metal and pander crevice corrosion or pitting corrosion. When examining the proximal fracture surfaces of the lcp using the scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The crack started at the upper side of the plate and at the plate hole on the first thread (counted from the upper side of the plate, of the lcp and ran into the material. After breaking, the two plate fragments rubbed against each other causing destruction of the fracture surfaces (abraded areas). At a higher magnification, fatigue striations and subsidiary cracks were observed at the crack propagation zones and over a sizeable area. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking) .the presence of these striations is a clear indication of a fatigue process. The first thread (counted from the upper side of the plate) near the initial fracture zone is mechanically damaged. Sem observations and findings showed that the plate failure was caused by fatigue and over­ load. The lcp was implanted on the 30l, of (B)(6) 2013 because of a proximal femoral fracture. As far as visible on the x-ray images, the plate was stabilized with seven screws and the fracture was additionally stabilized with four screws. According to the device report, the lcp was found deformed three months after the implantation. The patient was advised by the surgeon to apply lower loads on the fracture using a support to walk. The breakage of the lcp was found on (B)(6) 2013. The revision surgery to remove the broken implant was performed on (B)(6) 2013. There was no report with respect to the aftercare of the patient. Based on the topography of the fracture surface, we can conclude/assume that the implant was subjected to dynamic bending loads. Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the lcp. The plate could not resist the applied force which finally led to the material overload I fatigue failure. Postoperative activities of the patient may have played a certain role. A failure resulting from either a material defect or the manufacturing process can be excluded. The investigation determined this complaint to be invalid.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient was treated for fractures of the proximal femur in (B)(6) 2013. The proximal femoral locking compression plate (lcp) 4.5/5.0 was implanted. After approximately 3 months the surgeon identified that the plate deformed. The surgeon advised the patient to not put too much load on the fracture and to use a support to walk. After approximately two months the plate broke. The plate was substituted for another plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis.

Event description:
This is 1 of 2 reports for the same event, (B)(4).